Event description:
It was reported the bronchofibervideoscope had an e315 error code. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated e3, h2, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope had an e315 error code. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.